Event description:
Skin breakdown (burn vs. Pressure-related breakdown) noted at patient nare where pulse oximetry sensor device had been in place. Similar skin breakdown noted in a second patient in a different ICU location. Both patients in critical care settings with vasopressor(s) infusion requirements. Suspect possible issue with staff not rotating the probe site as frequent as per manufacturer recommendations for patients at high risk of skin breakdown. More education is likely warranted. Recommendations from manufacturer have been (for high risk population) to rotate site every 4 hours and assess site at least every 2 hours.